Event description:
It was reported that perforation and cardiac arrest occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. The patient was moved to recovery. The following morning the patient was ambulated around 6:00am without complaints or symptoms. Approximately two hours later at 8:19am the echocardiogram tech entered the patient's room to perform a transthoracic echocardiogram and discovered the patient sitting in the chair next to the bed having experienced cardiac arrest. A code was called at 8:22am and the physician was called to the room. A pericardiocentesis was performed and 400cc of blood was removed. Transesophageal echocardiogram was performed, revealing the pericardial sac was full of clot. The patient was quickly transferred to the operating room where a pericardial window was performed, and the physician began removing clot. They continued to see blood, so open heart surgery was initiated and a small leak in the pulmonary artery was identified. The physician repaired the perforation and noted that the watchman flx closure device was still in place. The patient's chest was left open overnight for a washout. The patient is expected to make a full recovery.